Event description:
Customer called on (B)(6) 2011 reporting of a liquid leak underneath the lh 500 hematology analyzer but the operator was unable to locate the source. Customer was wearing a lab coat and gloves at the time of the incident and no one was exposed or injured as a result of the leak. Customer reported that there was no impact to patient results and no change to patient treatment. Field service engineer (fse) was dispatched and found the leak coming from the drain line for the needle bellows which had a hole in it due to wear and tear by the pinch valve (vl21). Fse replaced tubing on vl20, vl21 and vl22, cleaned the area and verified repair per established procedures.

Manufacturer narrative:
Bec identifier for this report is (B)(4).